Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that the lead impedance was slowly trending up, then spiked and trended back down again. Due to the jump in optivol it was determined that there was no lead issue and that the patient was suspected to be dehydrated. No changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later clarified that it was the rv superior vena cava (svc) impedance that was high shortly after implant; it was turned off at that time. Svc was turned back on recently and it was again intermittently high and the high voltage b (hvb) impedance measured high once. The nurse and medical equipment company representative discussed how lead impedances were measured and the lead has expected operation. Svc was turned off again, defibrillation testing was performed successfully, and the lead remains in use.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.